Event description:
Complainant alleged that while treating a patient (age and gender unknown), the device displayed a dotted baseline instead of the patient's ECG. Complainant indicated that there was no patient involvement in the reported malfunction.